Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer saw a red x over the insulin gauge. After reviewing pump history, tandem technical support verified that there were no alerts or alarms recorded. The customer reloaded the cartridge and was able to successfully resume insulin delivery. The customer's blood glucose level was 164 mg/dl. Although requested, no additional information was provided regarding the reported issue.